Manufacturer narrative:
(B)(4). Unit passed rewind and self test. However unit failed prime or seating test and unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test, problem isolated to motor assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm and the insulin exited. No harm requiring medical intervention was reported. The device will be returned for analysis.